Event description:
The iab was inserted into the patient on 12/6/96. After iabp for about twelve hours, check "iab cath" alarm sounded and the system 97 pump stopped. The iab was removed and a second was inserted into the patient.

Manufacturer narrative:
Follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 1: 1701 and postion 2: 1738. Evaluation summary: the iab was received intact for evaluation with the membrane completely unfolded. Kinks were noted in the sheath, catheter, and inner lumen. Laboratory examination revealed no defects in the returned iab. The iab inflated and functioned normally when attached to the system 90 iabp in the lab. No alarms were triggered on the pump. Probable cause of difficulty: the exact cause of the difficulty could not be determined based on the examination. Augmentation and alarm difficulties may be attributed to one or more of the following: 1. The proximal portion of the membrane remained within the sheath. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The balloon was placed subintimally. 4. The catheter kinked within the patient, possibly due to a severe vessel tortuosity and/or patient movement. 5. The catheter kniked outside the patient. The user may have not properly secured the catheter and y-fitting to the patient. Manipulation of the kinked portion of the catheter could have minimized the restriction and alleviated the problem. 6. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem.